Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 3 months following the implant of a transcatheter valve, the valve failed due to hemodynamic instability in the form of severe regurgitation. Subsequently, a potential tav-in-tav was planned.

Manufacturer narrative:
Updated: b2, b3, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 3 months following the implant of a transcatheter aortic valve (tav), the valve failed due to hemodynamic instability in the form of severe regurgitation. Subsequently, a potential tav-in-tav was planned. Additional information was received that valve was implanted into the native annulus. Antiplatelet therapy (plavix) was used following implant but no anticoagulation therapy was used. The last three international normalized ratio (inr) results were 1.1 approximately 2 years and 2 months post-implant, 1.2 at 4 years and 11 months post-implant, and 1.08 approximately 6 years 2 months post-implant. An echocardiogram approximately 6 years 2 months post-implant showed a well-seated valve, mild stenosis, gradient measurements of 14 mmhg (mean) and 26 mmhg (peak), peak velocity 257 cm/s, aortic valve area (ava) 2.1 cm2, ava index 1.0 cm2/m2, and a dimensionless indexof 0.8. Severe aortic valve regurgitation (pressure halftime 144 ms) was observed, but the origin of the jet was not clear but appeared to be arising within the valve struts consistent with central valvular regurgitation. Tav-in-tav replacement was performed approximately 6 years and 3 months post-implant. An echocardiogram was performed the following day and the discharge gradient measurements were 18 mmhg (mean) and 32 mmhg (peak).